Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, ectopic pregnancy, ovarian disorder nos, colposcopy, loop electrosurgical excision procedure, d & c, salpingectomy, anal skin tag excision, polycystic ovarian syndrome, discomfort, fallopian tube enlargement and cervical spinal stenosis. Previously administered products included for an unreported indication: lysteda, nsaids and metformin. Concurrent conditions included irregular menstrual cycle, low back pain, perineal pain, abdominal pain lower and adhesion. Concomitant products included oxaprozin (daypro) for dysmenorrhea as well as metformin, spironolactone and tranexamic acid (lysteda). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device extrusion ("extrusion"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic removal and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, device extrusion, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered device extrusion, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: there were noted to be three coils remaining in the intrauterine cavity after essure placement. The patient desires permanent sterilization with essure involving left tube only secondary to prior right salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: normal appearance of the uterus. No flow in the left tube. Occluded mid right tube without spillage of contrast. Ultrasound pelvis - on (B)(6) 2016: probable fibroids of the uterus, simple probable nabothian cyst of the cervical region, cyst of the left ovary and probably represents a dominant follicle. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, dysmenorrhea, pelvic pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.